Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the blood glucose had been running high but no exact blood glucose reading was given. She stated that she had received several no delivery alarms that were resolved by a complete set change. Customer was advised to complete troubleshooting if the alarm recurred. Nothing further was reported.